Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and was hospitalized not diabetes related. The customer stated she's on new medicine and wanted to change her settings. She wanted to check her old pump settings, so she can lower her blood glucose. Customer stated she is on steroids and blood glucose went up to 600mg/dl.